Event description:
An issue has been identified in sign out entry during internal software testing in version 4.2.1.14. A case report was completed and a temporary document was created for the case. The final document then displayed in the sign out option for final signature, however, the temporary document was actually signed out and available for printing as the final signed out report.